Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12a25019, h12a25076, and h12b17048. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of possible peritonitis. The patient was in the hospital for urinary tract infection, bowel infection, and possible peritonitis. This patient is still in the hospital but her daughter said that she was going to be discharged today and then would be sent to another hospital. The patient was admitted to the hospital on (B)(6) 2012 and discharged (B)(6) 2012. The patient was recovering. No further information was received.